Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, bone resorption, perhaps infection, fistula. One of two primary stable implants has been lost due to osteolysis.